Event description:
While wearing the external equipment, the bilateral pt reportedly experienced facial nerve stimulation, overly loud sensation and pain on the right side. The pt was seen at the center. Programming adjustments were made. However, the reported problem was not resolved. In 2007, the pt was seen by a co rep for device eval. Testing performed confirmed that the pt's device was functioning. Following the testing, the pt experienced no lock between the external equipment and implant. A decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.